Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the driver got stuck inside of the implant at tooth site #19 and was unable to be disengaged. The implant had to be removed. The procedure was completed with another implant.

Manufacturer narrative:
This report is being submitted to relay additional information and corrected data. During product inspection, the unknown driver was identified as (B)(6). Correction: the device submitted in the initial mw, tsvtwb10 was submitted in error. The device should have been rhl2.5. Product information has been updated. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D2: common name and product code were updated. D4: catalog number, lot number and expiration date were updated. D4: unique device identifier (UDI) number was removed. D9: device availability and return date were updated g3: date received by manufacturer was updated. G4: PMA/510(k) number was updated to exempt. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported driver for evaluation. Visual evaluation of the as returned device identified the driver with signs of use, and was observed directly attached to the implant. The implant did not disengage/release from the driver during a functional / physical test. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation can be attributed to use error. Therefore, based on the available information and functional testing, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.